Event description:
A customer contacted baxter's technical service center and reported a system error 2240 (air in line) alarm that appeared on the homechoice (hc) unit during initial drain. The technical service representative (tsr) had the home patient (hp) check patient line for air. The hp stated that there was air in the patient line near the hc. The tsr advised the hp to disconnect and start the set up over with new supplies. The patient did not observe any leaks or disconnections with the supplies. Proper procedures per the user manual were reviewed with the hp. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation as it has been discarded.